Manufacturer narrative:
Additional information was added: the lot was manufactured from september 24, 2018 - september 25, 2018. The actual device was received for evaluation. A visual inspection was performed using the naked eye and the sample did not contain fluid as the customer had cut the tubing to drain the fluid out. The tubing was subsequently reconnected then the bladder was manually filled with green colored water during functional testing. During and after fill, no evidence of leak was observed at the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked at the filling port. The device was filled with 5fu and diluted in 0.9% normal saline. There was no patient involvement. No additional information is available.